Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, siphon, reflux, pressure-flow, and pre-implantation testing. The valve did not pass leak testing due to a tear in the delta chamber. There was surface damage to the proximal occluder. It is unknown how or when the damage to the casing occurred. The IFU cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of component. Such damage may lead to loss of shunt integrity¿¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the delta chamber was leaking during the procedure. The valve was replaced and there was no injury to the patient. (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that because the fluid leakage was found during the implantation process, the same model product was not implanted and replaced in time. According to the surgeon's description, during the implantation process, it was not clear whether there was any device contact with the patient. No additional analysis was performed after the product was removed and sent to the manufacturer. The valve was infiltrated in saline before implantation. It was noted there was no significant effect on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.